Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010, for birth control. In (B)(6) 2010, plaintiff underwent an hsg test. Her physician advised her that her fallopian tubes looked occluded, but would like her to undergo a second hsg test two months later to confirm occlusion. In (B)(6) 2010, she underwent a second hsg test that confirmed full occlusion of her fallopian tubes. Over the following months after the implant, plaintiff began experiencing a metallic taste in mouth; abnormal lower pelvic pain; severe abdominal cramping; migraines with vomiting; light sensitivity; skin rashes; and hair loss. The years following her implant procedure, she reported these symptoms to physician. In (B)(6) 2012, plaintiff consulted with a healthcare provider about treatment options for her symptoms. She underwent a procedure to remove the essure devices which left her with a permanent scar. She continued to seek treatment and report her symptoms to her physicians. In (B)(6) 2015, plaintiff underwent an ultrasound to determine the cause of her symptoms. The ultrasound revealed that the essure devices had not been removed. In (B)(6) 2015, she consulted with physician about her symptoms and treatment, including potential removal of the essure devices. In (B)(6) 2016, plaintiff underwent a total hysterectomy and bilateral salpingectomy to remove her uterus, cervix, fallopian tubes and the essure devices. Company causality comment: this case report was received from a lawyer on behalf of female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented abnormal lower pelvic pain followed by total hysterectomy and bilateral salpingectomy, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("may represent a small piece of previously placed essure"), embedded device ("malposition of essure device ((location of device: essure device located at proximal end of the right fallopian tube and partially imbedded in the uterine wall)"), device expulsion ("malposition of essure device ((location of device: essure device located at proximal end of the right fallopian tube and partially imbedded in the uterine wall)"), pelvic pain ("abnormal lower pelvic pain") and bipolar disorder ("bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (she had complications during any of her pregnancies as baby in 2010 had an emergency), arm fracture in 1994, hepatitis, attention deficit disorder (since her teenage years), cervical dysplasia, trichomonal vulvovaginitis, sinus operation, drug hypersensitivity (reaction: nausea), alcoholism (status: current some day; quantity: social), loop electrosurgical excision procedure (for abnormal pap smear), vaginal delivery and amenorrhea. She denied any complications or problems that occurred at the time of her essure placement procedure. Previously administered products included for birth control: depo-provera from (B)(6) 2008 and mirena from (B)(6) 2008. Concurrent conditions included sexually transmitted disease, uterine inflammation nos, smoker (a pack of cigarettes a day), allergic reaction to antibiotics (wheezing), trauma, ligament sprain, smoker, pain in extremity (left forearm), tingling, nausea, ovarian cyst, hand pain, motor dysfunction, yeast infection, penicillin allergy, nickel sensitivity, chest pain, uti, breathlessness, hives, topical adhesive allergy, pruritus, surgical site infection, constipation, gastrointestinal symptom nos, taste metallic, retroverted uterus, bloating, overweight, postpartum state and low grade squamous intraepithelial lesion. Family history included type 2 diabetes mellitus (mother), stroke (mother), sudden infant death, colon neoplasm and malignant neoplasm aggravated (grandfather maternal). Concomitant products included galenic /fexofenadine hcl/pseudoephedrine/ and methylphenidate. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") with rash. In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) and headache ("headaches"). On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal pain ("severe abdominal cramping"), migraine ("migraines") with vomiting and photophobia and scar ("permanent scar."). The patient was treated with hydrocodone, quetiapine (seroquel), bupropion (wellbutrin), surgery (laparoscopic lysis of adhesion and laparoscopic removal of foreign bodies, essure on (B)(6) 2012), surgery (total laparoscopic hysterectomy and removal), surgery (full hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, bipolar disorder, dysgeusia, abdominal pain, migraine, alopecia, scar, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bipolar disorder, device breakage, device expulsion, dysgeusia, embedded device, headache, migraine, pelvic pain and scar to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure was deployed in the light tube with approximately five coils in the uterine cavity. Essure was deployed with approximately three coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2012,plevic ultrasound done which showed transabdominal study completed. Uterus is 10 x 6.2 x 5.5 cm. Endometrium is 11 mm. Right ovary is 3.67 x 2.92 x 2.2 cm. Left ovary is 2.78 x 1.88 cm. Small hypoechoic area of the right ovary 2.43 x 1.58 x 1.68 cm probably a small physiologic cyst of the right ovary. No free fluid demonstrated in the pelvis. No free fluid in the pelvis. Hypoechoic area right ovary probably a physiologic cyst. Fluid in the bladder. Endometrium 11 mm may be related to menstrual cycle on (B)(6) 2012, wrist cmpl 3+ views lt done the metacarpal bones, carpal bones, radius and ulna appear intact. There is elevation of the ulna on the lateral view which may related to a radioulnar joint injury. Could also relate to positioning. No gross fractures noted. On (B)(6) 2012 flat and upright abdomen x-ray, possible constipation,probable left pelvic phlebolith,tiny metallic density in right upper pelvis may represent a small piece of previously noted fallopian tube implant. Patient has small wire shaped fallopian tube implants visible at time of previous abdomen xray (B)(6) 2012. The left one is no longer visible and most of the right one evidently has also been removed. There may be a small residual fragment of the right fallopian tube implant still present or this my represent some sort of small clip that has been place. On (B)(6) 2012, surgical pathology report received in formalin labeled ensure coils from bilateral fallopian tubes" are two thin metal coils, both measures approximately 5 cm in length which are consistent with fallopian tube coils. On (B)(6) 2016, pathology report,the specimen consist of uterus, cervix, left fallopian tube attached and the right fallopian tube detached. The uterus, cervix measures 7.5x 6.2x 5.2 cm and weighing 135 grams. The uterus is asymmetric. The serosa is partially gray tan smooth and glistering and partially disrupted. The cetocervix is gray tan smooth and glistering and focally congested. The cervical os is alit-like measuring 0.5 cm in length. Cut section through the cervix reveals mucoid cysts measuring up to 0.2 cm in diameter. The endocervical canal is patent and unremarkable. The endometrium is beige uniform and measures 1.0 cm in thickness. The right fallopian tube measures 6.5 cm in length including the fimbriated end and 0.4 cm in diameter. The serosa is gray tan smooth and glistering and focally congested. The wall measures 0.2 cm in thickness and the lumen is present. The left fallopian tube measures 6.2 cm in length including the fimbriated end and 0.4 cm in diameter. The serosa is gray tan smooth and glistering and the lumen is present. Papanicolaou smear of cervix with low grade squamous intraepithelial lesion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, dysgeusia, device breakage, embedded device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Plaintiff´s medical history, concurrent condition and concomitant medication were provided. Events added per pfs: malposition of essure device (location of device: essure device located at proximal end of the right fallopian tube and partially imbedded in the uterine wall)/ migration of essure device (location of device: pelvis, headache, nickel allergy, bipolar. Event pain/ pelvic pain (every day, moderate to severe) was updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("may represent a small piece of previously placed essure"), embedded device ("malposition of essure device ((location of device: essure device located at proximal end of the right fallopian tube and partially imbedded in the uterine wall)"), device expulsion ("malposition of essure device ((location of device: essure device located at proximal end of the right fallopian tube and partially imbedded in the uterine wall)"), pelvic pain ("abnormal lower pelvic pain") and bipolar disorder ("bipolar disorder") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section (she had complications during any of her pregnancies as baby in 2010 had an emergency), arm fracture in 1994, hepatitis, attention deficit disorder (since her teenage years), cervical dysplasia, trichomonal vulvovaginitis, sinus operation, drug hypersensitivity (reaction: nausea), alcoholism (status: current some day; quantity: social), loop electrosurgical excision procedure (for abnormal pap smear), vaginal delivery and amenorrhea. She denied any complications or problems that occurred at the time of her essure placement procedure. Previously administered products included for birth control: depo-provera from 1-apr-2008 to 1-aug-2008 and mirena from 1-apr-2008 to 1-may-2008. Concurrent conditions included sexually transmitted disease, uterine inflammation nos, smoker (a pack of cigarettes a day), allergic reaction to antibiotics (wheezing), trauma, ligament sprain, smoker, pain in extremity (left forearm), tingling, nausea, ovarian cyst, hand pain, motor dysfunction, yeast infection, penicillin allergy, nickel sensitivity, chest pain, uti, breathlessness, hives, topical adhesive allergy, pruritus, surgical site infection, constipation, gastrointestinal symptom nos, taste metallic, retroverted uterus, bloating, overweight, postpartum state and low grade squamous intraepithelial lesion. Family history included type 2 diabetes mellitus (mother), stroke (mother), sudden infant death, colon neoplasm and malignant neoplasm aggravated (grandfather maternal). Concomitant products included galenic /fexofenadine hcl/pseudoephedrine/ and methylphenidate hydrochloride. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") with rash. In march 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced bipolar disorder (seriousness criterion medically significant) and headache ("headaches"). On (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in her mouth"), abdominal pain ("severe abdominal cramping"), migraine ("migraines") with vomiting and photophobia and scar ("permanent scar."). The patient was treated with hydrocodone, quetiapine (seroquel), bupropion (wellbutrin), surgery (laparoscopic lysis of adhesion and laparoscopic removal of foreign bodies, essure on (B)(6) 2012), surgery (total laparoscopic hysterectomy and removal), surgery (full hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, bipolar disorder, dysgeusia, abdominal pain, migraine, alopecia, scar, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bipolar disorder, device breakage, device expulsion, dysgeusia, embedded device, headache, migraine, pelvic pain and scar to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She denied any complications or problems that occurred at the time of her essure placement procedure and essure removal procedure. Essure was deployed in the light tube with approximately five coils in the uterine cavity. Essure was deployed with approximately three coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Hysterosalpingogram - on 1-may-2016: total bilateral occlusion. 13-jun-2012,plevic ultrasound done which showed transabdominal study completed. Uterus is 10 x 6.2 x 5.5 cm. Endometrium is 11 mm. Right ovary is 3.67 x 2.92 x 2.2 cm. Left ovary is 2.78 x 1.88 cm. Small hypoechoic area of the right ovary 2.43 x 1.58 x 1.68 cm probably a small physiologic cyst of the right ovary. No free fluid demonstrated in the pelvis. No free fluid in the pelvis. Hypoechoic area right ovary probably a physiologic cyst. Fluid in the bladder. Endometrium 11 mm may be related to menstrual cycle on 14jun2012 ,wrist cmpl 3+ views lt done the metacarpal bones, carpal bones, radius and ulna appear intact. There is elevation of the ulna on the lateral view which may related to a radioulnar joint injury. Could also relate to positioning. No gross fractures noted. On 02sep2012 flat and upright abdomen x-ray,possible constipation,probable left pelvic phlebolith,tiny metallic density in right upper pelvis may represent a small piece of previously noted fallopian tube implant. Patient has small wire shaped fallopian tube implants visible at time of previous abdomen xray 13jun2012. The left one is no longer visible and most of the right one evidently has also been removed. There may be a small residual fragment of the right fallopian tube implant still present or this my represent some sort of small clip that has been place. On 04-sep-2012, surgical pathology report received in formalin labeled ensure coils from bilateral fallopian tubes" are two thin metal coils, both measures approximately 5 cm in length which are consistent with fallopian tube coils. On 10-mar-2016, pathology report,the specimen consist of uterus, cervix, left fallopian tube attached and the right fallopian tube detached. The uterus, cervix measures 7.5x 6.2x 5.2 cm and weighing 135 grams. The uterus .is asymmetric. The serosa is partially gray tan smooth and glistering and partially disrupted. The cetocervix is gray tan smooth and glistering and focally congested. The cervical os is alit-like measuring 0.5 cm in length. Cut section through the cervix reveals mucoid cysts measuring up to 0.2 cm in diameter. The endocervical canal is patent and unremarkable. The endometrium is beige uniform and measures 1.0 cm in thickness. The right fallopian tube measures 6.5 cm in length including the fimbriated end and 0.4 cm in diameter. The serosa is gray tan smooth and glistering and focally congested. The wall measures 0.2 cm in thickness and the lumen is present.the left fallopian tube measures 6.2 cm in length including the fimbriated end and 0.4 cm in diameter. The serosa is gray tan smooth and glistering and the lumen is present. Papanicolaou smear of cervix with low grade squamous intraepithelial lesion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirmning pelvic pain,dysgeusia, device breakage, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up information was received on 17-nov-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented abnormal lower pelvic pain followed by total hysterectomy and bilateral salpingectomy, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.